Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a replacement safety disk was installed, the cardiosave intra-aortic balloon pump (iabp) showed failure during membrane leak test. This occurred during installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Fse replaced safety disk to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision q the nrc could not duplicate the failure of the safety disk failure of the membrane differential pressure with the results of 5 mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the nrc per procedure (B)(4) rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.